Manufacturer narrative:
Potential lot#¿s reported: ur17l09016, ur18c29011, ur21b01025, and ur21e19038. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rubber stopper at the t-connector of an interlink system non-dehp t-connector extension set inverted inward and or melted and resulted in a leak at the hub. The set was connected to a peripherally inserted central catheter line and had parenteral nutrition with heparin running at 4ml/hr and lipids at 0.6ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6 and h10. H10: the device was received for evaluation without the male luer tip protector. During visual inspection, the interlink septum was observed above the swage ring. Also, the swage ring was malformed. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.